Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected two out of range high pacing impedance measurement found on the implanted non boston scientific right ventricular (rv) lead. The alerted impedance measurements observed were a sudden rise from 600 to above 2000 ohms when they were reviewed. The patient was brought in for lead testing. Measured impedance testing was performed through the programmer and then by patient's monitoring system, both were inconclusive and unable to reproduce the out the of range measurements. Thresholds, sensing and pacing were found to be within normal range. At this time the non boston scientific rv lead and device remain implanted and will continue to be monitored. There were no adverse patient effects reported.

Event description:
Additional information was received that an additional out of range high pacing impedance measurement during a recent device check. The physician is aware will continue to monitor the situation. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.